Manufacturer narrative:
Other relevant device(s) are: model: 9735347r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the camera was not connected when launching the spine application. Rebooting the system twice did not resolve the issue. The external cable lemo connector was re-seated and the camera was till not connected. The polaris spectra system control unit (scu) was then turned off and back on and camera communication was established. There was approximately a 20-minute delay to the procedure. There was no impact on the patient¿s outcome.